Event description:
There was an allegation of questionable elecsys probnp ii and elecsys troponin t gen 5 stat results for 1 patient sample on a cobas e 411 analyzer (disk system). This medwatch will cover troponin. Refer to medwatch with a1 patient identifier (B)(6) for information on the bnp results. The initial troponin result was 45.6 pg/ml and the initial bnp result was 322 ng/l. The doctor questioned the results which prompted the customer to repeat the sample. The repeat troponin result was 70.6 pg/ml and the repeat bnp result was 598 ng/l. The repeat results were deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) replaced the measuring cell and performed mechanical checks, precision testing, and calibration. The investigation is ongoing.